Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 35 mg/dl while wearing the pod between 36 and 48 hours. The patient experienced loss of consciousness twice in the last week. The patient was hospitalized for observation and treated by their healthcare provider with glucose infusion.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.